Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02980. It was reported that when the patient presented via remote transmission, post paced t wave oversensing was noted on the patient's device. Noise was noted in the right atrial (ra) lead. Programming changes were made. The patient was stable.